Event description:
The patient reported that last night while he was working the needle button released on its own. The patient stated he did not hit the needle release button in error. The patient stated the vgo was placed on his left side of his abdomen and he made sure he was sitting down when placing the vgo. The patient stated the vgo was on a flat surface. The patient stated when the needle released it was locked out and he could not press it back in. The patient discarded the vgo.